Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unexpected trace pointers are invalid and history pointers failed alarm. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
Device was received with no menu button response due to moisture damage on the electronic. Unable to perform passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify history pointers failed and history pointers are corrupted error and trace pointers are invalid alarms due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.